Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that the patient experienced three episodes of gastrointestinal bleeding (gib) starting approximately six months post implantation. Approximately 1.5 months post-discharge, the patient had a syncopal event during a clinical visit. The patient was hospitalized and again noted to have a low hgb level. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, gastrointestinal bleeding and syncope are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific de vice information from the literature publication or to match the event with previously reported events, however further information was made available from medtronic field personnel regarding such details. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information has been made. If further information is received, a supplemental report will be submitted accordingly. Referenced article: emergency splicing of transected ventricular assist device driveline. The annals of thoracic surgery, may 2021;111(5):e329-e331. Doi: 10.1016/j.athoracsur.2020.07.073. Epub: 2020 oct 16. Pmid: 33075317 additional information has been requested regarding the event, if additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). One patient's post-operative course was complicated by three episodes of gastrointestinal bleeding (gib) starting approximately six months post-vad implantation. The patient was hospitalized with black tarry stools and low hemoglobin (hgb) level. Anticoagulation/anti-platelet medication was adjusted and the patient received multiple blood product transfusions over a three-week hospitalization. Approximately 1.5 months post-discharge, the patient had a syncopal event during a clinical visit. The patient was hospitalized and again noted to have a low hgb level. Anticoagulation/anti-platelet medication was again adjusted and the patient received multiple blood product transfusions during that hospitalization. An enteroscopy capsule study and push enteroscopy noted a large amount of blood within the proximal small bowel due to a suspected dieulafoy lesion. After the hgb level stabilized, the patient was discharged to home. The vad remains in use. No further patient complications have been reported as a result of this event.